Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(4).

Event description:
The initial reporter received a questionable hemoglobin a1c result for one patient sample from the cobas c513 analyzer. The initial result was (B)(6). The repeat results were (B)(6). The questionable result was not reported outside of the laboratory. The reagent lot number was 42165101 with an expiration date of 30-nov-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.